Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the site was having issues with the instrument interface box. It would not register that instruments were plugged in. They swapped out the box for one on a different system and the issue was resolved.  There was no patient involvement.

Manufacturer narrative:
Continuation of d10:concomitant product ID 9735670 serial: (B)(6); product type: ; implant date n/a; explant date n/a h3) no part have been returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735825, serial lot: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that a medtronic representative checked the navigation system and it was working. The instrument interface box on the other navigation system was attempted as well as the initial system and no issues were found. Both systems at the account were checked out with the instrument interface box in question and they were both fine, as well as the emitters.